Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3, d6: dates estimated. The devices were not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this incident was based on an article review and no device/lot information was provided. A definitive cause for the reported patient effects of severe bleeding, myocardial infarction, stroke, pericardial tamponade treated with pericardiocentesis, acute renal failure, atrial fibrillation, septic shock, recurrent mitral regurgitation also could not be determined. The reported patient effects of severe bleeding, myocardial infarction, stroke, pericardial tamponade treated with pericardiocentesis, acute renal failure, atrial fibrillation, septic shock, recurrent mitral regurgitation as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report re-hospitalization due to heart failure, severe bleeding, myocardial infarction, stroke, pericardial tamponade, acute renal failure, atrial fibrillation, septic shock, recurrent mitral regurgitation, mitral valve replacement, and additional mitraclip procedures. It was reported through a research article identifying the mitraclip device which may be related to re-hospitalization due to heart failure, severe bleeding, myocardial infarction, stroke, pericardial tamponade treated with pericardiocentesis, acute renal failure, atrial fibrillation, septic shock, recurrent mitral regurgitation, mitral valve replacement, additional mitraclip procedure and single leaflet device attachment (slda). Specific patient information is documented as unknown. Details are listed in the attached article, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.